Manufacturer narrative:
(B)(4).

Event description:
Bilateral implantation (B)(6) 2008. On (B)(6) 2015 joint clunking and noises reported. On (B)(6) 2015 angiogram reportedly showed grossly enlaged heart. 04/08/17 patient admitted to hospital where advised following x-rays that both hips had worn out and left hip had caused damaged to pelvic bone. Cobalt 3445 nmol/l and chromium 1386 nmol/l. Custom implant requested. Heart function at 15%.

Event description:
It was reported that revision surgery was performed due to metallosis. Initial implantation 2008.